Manufacturer narrative:
B3- date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000147415. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had a cyst like growth by the midline incision. As such, surgical intervention was undertaken on (B)(6) 2024 for a wound exploration of the midline incision. No product used or explanted.